Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8637-20, serial# (B)(4), implanted: (B)(6) 2012, product type: pump. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a company representative in regard to a patient receiving dilaudid 20 mg/ml at 3 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain, failed back surgery syndrome, and rsd/causalgia-complex region pain syndrome. It was reported at an office visit the patient's hcp noticed the pump pocket felt swollen. There was csf (cerebrospinal fluid) in the pump pocket. The actions/intervention taken to resolve the issue included a catheter revision. The issue was reported to be resolved. The patient's status at the time of report was alive - no injury. The onset of the csf leak was not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.